Manufacturer narrative:
Block h6: imdrf device code a04 captures the reportable event of balloon damaged/defective in an unknown anatomy location.

Event description:
It was reported to boston scientific corporation that a cre pro gi wireguided dilatation balloon was attempted to be used during a procedure performed on (B)(6) 2026. During the procedure, the balloon was defective. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a04 captures the reportable event of balloon damaged/defective in an unknown anatomy location. Block h11: investigation results. The returned cre pro gi wireguided dilatation balloon was analyzed and a visual inspection found no physical damage. Functional and microscopic evaluation found the balloon inflated without problems but was not able to hold pressure due to a pinhole in the balloon located approximately 14 mm from the tip of the device. No other problems with the device were noted. With all the available information, boston scientific (bsc) concludes the reported event of balloon damaged/defective was confirmed. The returned device was inflated without problems however it was not able to hold pressure due to a pinhole located approximately 14 mm from the tip of the device. It is possible that the pinhole found on the balloon occurred due to procedural factors such as excess pressure, interaction with other devices or anatomical conditions. Also, it is possible that interaction with a sharp surface during or previous to the procedure could have caused the pinhole. Based on all gathered information and the analysis performed, the most probable cause of this complaint is adverse event related to procedure. A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint.

Event description:
It was reported to boston scientific corporation that a cre pro gi wireguided dilatation balloon was attempted to be used during a procedure performed on (B)(6) 2026. During the procedure, the balloon was defective. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event.